Manufacturer narrative:
(B)(4) date sent: 12/21/2015. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired scissored clips and also clips were dropping from jaws. It is unknown how the case was completed. There were no patient consequences reported. One device was discarded.